Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and determined that the main board required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The reported problem was confirmed. The device was operational after replacing the main board, and the device was returned to the customer. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device alarms for a speaker technical error, and alarm sound is not heard. The device was in use on a patient at the time of the event. There was no adverse event reported.